Manufacturer narrative:
Initial reporter phone and fax reporter phone #: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and/or not sold in the us. Investigation summary: one actual sample without package was returned for investigation. The sample is subjected to visual inspection. Did not observe any stopper mis-assembly. Observed solution between the rib of the stopper indicating leakage past the 1st rib of the stopper. The actual sample was subjected to leak test per test procedure (B)(4) and pass the leak test. Bd did not observe any leakage from the leak test investigation conclusion: observed solution between the rib of the stopper indicating leakage past the 1st rib of the stopper from the returned actual sample. The actual sample is subjected to leak test and pass the leak test; no leakage was observed. Root cause description the returned sample passed the leak test and no leakage was observed. Hence root cause could not be determined. DHR : a device history review was performed on batch 7048124. Reviewed syringe DHR and no abnormality was found during production. No quality notification was raised for the reported batch. Leak test passed the outgoing inspection. The preventative maintenance, calibration and equipment history records were reviewed and no abnormality was observed.

Event description:
It was reported that while a physician was drawing up propofol using a bd 50ml syringe luer-lok¿, the anesthetist noticed the drug was leaking around the plunger of the syringe. There was no report of injury or medical intervention.